Event description:
A mother reported that her son experienced an eye infection after using private label multipurpose solution. The son was prescribed tobradex and another unk rx. The pt's contact lenses had to be replaced because there was a film on them. According to the mother, "the dr said her son had no other eye problem that would have caused this." Add'l info and the complaint unit have been requested; no response.

Manufacturer narrative:
Retain eval and batch record review are in progress.